Manufacturer narrative:
Initial 2 of 4. Name: tandem country: united states of america street: 11045 roselle street city: san diego state: ca zip code: 92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an event with four infusion sets where infusion set fell off in less than a day on (B)(6) 2026.